Event description:
It was reported that during a lap gastric bypass procedure, the device produced an error tone on the generator that could not be remedied. The instrument was swapped out for a new one and the case continued. There was no reported pt consequence.